Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. The o2 and air gas module were replaced. No new events on this ventilator have been reported until this date. Evaluation of the received device logs shows a matching event on the reported event day. Between mars 18, at 14:33 and mars 19, at 12:23, alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. No goods have been received, therefore the cause has not been established in this investigation.

Event description:
(B)(4).